Manufacturer narrative:
The recipient reportedly experienced hemorrhagic accumulation over the device which was drained in office prior to revision surgery. Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not return for analysis. A review of the device history record was performed and no anomalies were noted. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to an infection. The recipient has reportedly healed. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.